Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis found the primary failure of functional test failed clip test to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip stayed attached to the clip applier and unable to be released. There are no bent clip tips observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier instrument had a defect. There was no report of patient involvement.